Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that during use of the listed device, the patient was admitted tot he hospital on (B)(6) 2013 for high blood glucose levels. The patient reported that she has been having trouble with the cannula remaining inside her body while removing the applicator from a newly inserted site. While hospitalized, the patient was treated with insulin and fluids prior to release from the hospital on (B)(6) 2013. No permanent adverse effects to patient reported.